Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 8.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilation. However, when the balloon was inflated at 20-25 atmospheres, the balloon ruptured. The procedure was completed with a different device.

Manufacturer narrative:
Device evaluated by MFR.: athletis 8.0mm x 40mm x 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 13mm proximal of the distal markerband and extending approximately 7mm proximally across the balloon material. As per athletis instructions for use, the rated burst pressure for this device is 31 atmospheres. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 8.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilation. However, when the balloon was inflated at 20-25 atmospheres, the balloon ruptured. The procedure was completed with a different device.